Event description:
It was reported that a spectrum iq infusion pump over-infused potassium chloride (10meq in 100ml) hung as a secondary during patient infusion. The pump library was used to infuse over 2 ours and after a few minutes the bag was empty. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. H11: the device was received for evaluation. During functional testing, the reported problem "over-infused potassium chloride (10meq in 100ml) hung as a secondary during patient infusion was not reproduced. The event history log was performed, secondary infusion of potassium chloride was programmed on 28-dec-23 and the infusion did not run to completion. Details regarding pump and IV setup cannot be determined through the log and were not provided by the customer, but could impact flow accuracy. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the out of adjustment pressure plate. The pressure plate required to be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.